Event description:
During follow-up, an alert for increased pacing impedance was observed on the left ventricular (lv) lead. The physician measured the impedance values in clinic and they were stable and in range. The physician elected to monitor the patient. No intervention was performed. The patient was in stable condition.